Event description:
It was reported that during a da vinci s pelvic lymphadenectomy procedure, the surgical staff experienced system error code 212 every time the right master tool manipulator (mtm) was raised towards the surgeon console monitors. The site restarted the system multiple times and exercised the right mtm, however, system error code 212 continued to recur. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 212 was associated with the right master tool manipulator. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the safety systems put the da vinci in a recoverable safe state. The mtmr was returned to isi for failure analysis investigation. Engineering evaluation found that the harness conductor had malfunctioned, thus generating the system error code experienced by the customer. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.